Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that patient in with a failed screw and sideplate. Surgeon revised.